Event description:
Despite passing initial machine checks before patient care, after induction once patient placed onto the ventilator and after a few minutes transpired, the respiratory monitoring screen displayed "alternate o2, manually set o2 flow, set agent if shown". Waveforms and numerical values for co2, paw, flow, tv, rr, gases displayed and measured. Machine could not deliver air to provide other than 100% fio2. Complete machine check performed again with the assistance of the anesthesia tech after transitioning the patient to manual bmv (bag mask ventilation) and IV sedation. Machine passed all checks. Patient returned to the anesthesia machine and circuit. After a few minutes, the machine displayed "alternate o2, manually set o2 flow, set agent". Biomedical engineer contacted for in room machine assessment, determined that the machine could not be fully assessed as long as it was in use. Decision to proceed with 100% o2 as the carrier gas, since all other components of the machine are functional.